Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported that the reason for the call was that the caller wanted to know if the patient programmer needed to be sent back to the manufacturer. Information was reviewed, in that the patient programmer did not need to be sent back. The caller said the patient passed away (no allegation related to device/therapy). They said the device stopped working about two months before the patient passed away. The caller said the patient had a fall, and thought when they fell they "pulled the wire," which was why the device stopped working.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v589285, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-nov-2014, UDI#: (B)(4), date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.